Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged nose irritation, respiratory tract irritation, nausea, vomiting. There was no report of serious or permanent harm or injury. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
Additional information was received, and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient previously alleged nose irritation, respiratory tract irritation, nausea, vomiting. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no visible evidence of foam degradation. There were secondary findings. The device's downloaded logs were reviewed by the manufacturer. There was no error code found. The third-party service center concludes that there was no visible foam degradation. In box h: evaluation method code, evaluation results code, component code and conclusion code grid has been updated.